Event description:
Boston scientific received information that this patient implanted with cardiac resynchronization therapy defibrillator (crt-d) reported getting a shock. Upon further evaluation, there was no evidence of this in the logbook. All lead values were normal. The patient also reported twitching in the pocket, almost like receiving a mini shock in the shoulder. This twitching occurs every 5-10 minutes and the patient jumps in discomfort. An x-ray did not show any lead movement. The plan was to admit, the patient to monitor. A rhythm strip was reviewed in which it appears a loss of capture during a threshold test was confirmed. Technical services discussed differences between surface and intracardiac strips. It was postulated by a nurse looking at the x-ray there might have been something odd, like a wire, sticking out that was not there previously. However, the physician needed to further evaluate this and determine how to proceed.

Manufacturer narrative:
Resolution was requested from the field representative. However, the representative had no further information and these products remains in-service. Should additional information become available, this event will be updated.